Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit exc pro led code f7. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported failure and replaced the front end pcb ((B)(4) ) which corrected the issue. The fse also consumed 3 special seals ((B)(4)). The device passed all functional and safety tests according to factory specifications. The following investigation was performed by a technician of the maquet failure analysis and testing dept. ((B)(4) the failure analysis and testing dept. Received an executive board with a reported unit failure of a exc pro led code f7. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 2 hours with no problem codes and no other issues. Fat could not verify the reported problem. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.